Manufacturer narrative:
Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No discrepancies were detected. No root cause has to be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that after performing a suction, the customer noticed irrigation water for cleaning the tube was unable to pass through the irrigation line. No patient injury.